Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the motion control box. After replacing the parts, the representative evaluated the system areas passed, indicating that the issue was resolved. The device was returned to the manufacturer for analysis. The failure was confirmed/replicated duplicated by medtronic personnel and classified as an electrical failure mode. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the surgical team noted a strange sound during the second spin. Site aborted use of the medtronic imaging system and continued with a different imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.